Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device system exhibited oversensing of supraventricular tachycardia (svt), resulting in an inappropriate therapy. A request was made to have data from this device analyzed. Data analysis identified a rate of 150 bpm; with changes in morphology. Rhythmcare provided recommendations for additional testing, and changes in programming. The device remains implanted. No adverse patient effects were reported.